Event description:
(B)(4). Same case as MDR ID# 2134265-2012-04663 & 2134265-2012-04659. Same patient as MDR ID# 2134265-2012-01903 & 2134265-2012-01904. It was reported that post a stenting treatment procedure, the patient experienced angina and restenosis. Index procedure: (B)(6) 2011 - the patient presented due to silent ischemia. The 90% stenosed and 20mm long target lesion was located in the saphenous vein graft (svg) to the 1st obtuse marginal (om) branch with a reference vessel diameter of 3.6mm. The target lesion was treated with direct stent placement using a 3.5x28mm ion stent, resulting in 0% residual stenosis. The physician also treated non-target lesions located in a svg to the distal right coronary artery (rca) and the svg to the 1st om with placement of a 3.5 x 20mm and a 3.5 x 16mm verflex stents. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented due to unstable angina. The physician observed a 70% mid thrombotic lesion located in the svg to the 1st om. While attempting to treat the thrombosis by placing a 3.5x28mm promus element plus stent, a "proximal edge dissection" occurred. The physician treated the dissection with placement of a 3.5x8mm promus element stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2012 - the patient presented due to unstable angina and was hospitalized on the same day. The physician observed a 90% ostial complex lesion located in the svg to 1st om. The physician treated the lesion with the placement of a 3.0 x 24 mm promus element stent, resulting in 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged four days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).